Event description:
It was reported that the programmer exhibited an error upon boot up. A message was also observed stating something like "something is touching the screen please remove and cycle power." The caller cycled power, but the error remained. Technical support (ts) suggested the caller disconnect the touchpen, keyboard, EKG cables, radio frequency (rf head) and xircom card and cycle power back on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).